Event description:
The patient was implanted with a vented electric lett ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced power limit advisory alarms. The patient was admitted to the hospital for monitoring and was placed on pneumatic back up using a stroke volume limiter (svl) and drive console with heparin. Two days later, the manufacture's clinical team met with the implanting surgeon. They reviewed the diaphragm of the svl, which appeared sluggish with little movement. Subsequently, the drive console was vented with a noticeable increase in diaphragm movement. The last documented vent to the drive console had been eight (8) hours prior. The manufacturer's clinical team reviewed the venting process with the bedside nurse, intensives and residents. These individuals agreed to vent the drive console every 4 hours as per the device operating manual and document diaphragm movement. The patient is status 1a and listed as urgent on the transplant list.

Manufacturer narrative:
The patient remains on pneumatic support while awaiting a heart transplant. No further information is available at this time.